Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because cracked display was not resolved with troubleshooting.

Event description:
On (B)(6) 2010, the patient began treatment with dianeal pd2 ultrabag, (dose and frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). On (B)(6) 2010, the patient was diagnosed with peritonitis, not requiring hospitalization. On this same date, prior to initiating antibiotic therapy, a sample of peritoneal effluent was analyzed and cultured. On (B)(6) 2010, the patient was given a loading dose of vancomycin 1gm ip and began treatment with gentamycin 20mg ip once daily, and vancomycin 250mg ip once daily. The root cause of the peritonitis was unknown. At the time of reporting, the event of peritonitis was resolving and the patient continued to receive remedial treatment with gentamycin and vancomycin. It was not reported if dianeal therapy continued. The nurse believed that the event of peritonitis was unrelated to dianeal therapy.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report; 510(k)# is k082590.

Manufacturer narrative:
Follow up # 1/supplemental report text-01/11/2010. The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have cracked/broken display. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.